Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2025. According to the patient, she received a "memory corruption" error message which prompted her to delete the omnipod 5 app on her phone. She also stated she did not have back up methods to address her elevated blood glucose (bg) levels that's why she went to the ER. The patient's bg levels reached an unspecified level. Symptoms reported were elevated blood sugar levels, dizziness and nausea. The patient was treated with 10 units of insulin total. Reportedly, no diagnosis was made but they monitored her bg levels. The patient was released after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone16.1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.